Event description:
It was reported the patient's blood glucose level (bg) rose to 450 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge and the cannula was found bent. As treatment, a correction was administered utilizing an insulin pen and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.